Manufacturer narrative:
After service inspected the architect(B)(6), it was determined that the tubing, ict pinch valve (rohs) pn (B)(6)was the likely cause, which required replacement. A review of the service history for the architect (B)(6) revealed no additional erratic or discrepant patient results were reported. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the tubing, ict pinch valve (rohs) did not identify any trends for the for the issue. Manufacturing documentation was reviewed, and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the tubing, ict pinch valve (rohs) or the architect(B)(6).

Manufacturer narrative:
Patient identifier: multiple = sid: (B)(6). Name and address; address 2 = (B)(6). All available patient information has been included. No additional information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed results while processing on the architect c16000 processing module. The following data was provided: sid: (B)(6). Sodium (na)- initial result 117.6 mmol/l, retest result 140 mmol/l. Sid: (B)(6). Sodium (na): initial result 109 mmol/l, retest result 141 mmol/l. Calcium: initial result 1.10, retest result 2.41 mmol/l. Sid: (B)(6). Total bilirubin: initial result 8 umol/l, retest result 13 umol/l (shift 38%). There was no reported impact to patient management.